Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report by the patient's peritoneal dialysis nurse (pdrn) of the patient having a high drain volume. The pdrn reported that the patient's drain volume was 6294 ml on (B)(6) 2018. This drain volume is 350% the patient's fill volume of 1800 ml. The pdrn reported that the patient felt full after treatment completion and performed a manual drain, however no medical intervention was required. The patient was continuing using the cycler after the reported event. As a result of the iipv event, the technical support representative issued a replacement cycler for the patient. Upon follow up, the pdrn confirmed that there were no adverse events, injuries, or medical intervention required as a result of the reported event. The pdrn reported that the patient is continuing pd therapy without issue. Additional information was requested, however not provided.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.